Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed. The field service engineer applied corrective action grease to all four connections resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager constantly failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.